Event description:
It was reported that during use with a bd facslyric¿ the waste line leaked outside of the instrument. The following information was provided by the initial reporter: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.

Manufacturer narrative:
The investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to a disconnected waste tubing line. This tubing line is used to help aspirate waste to the waste tank, but any cracks, air leaks or disconnects will contribute to a sip/sit leak. The fse (field service engineer) confirmed the issue and place the tubing back into the connector and secured the connection. After the repair the instrument was tested and was performing as expected. There was no leak flowing from the sip/sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(4) file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results, the root cause of the sip/sit leaking waste not contained within the facslyric was due to a disconnected waste tubing line. The fse confirmed the issue, reconnected the line and resolved the leak and brought the instrument to normal operation. The user used caution and ppe while cleaning up the biohazardous waste. The safety risk is moderate, s3, however there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿ the waste line leaked outside of the instrument. The following information was provided by the initial reporter: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.